Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 2 weeks due to the infection. Swab tests performed during the explantation showed growth of staph epidermidis.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.